Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. Device investigation could not be performed because the device was not returned. Investigation of the production records and adverse events data could not be performed because lot information was unavailable. Although lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information, it was concluded that tensile stress exceeding the product's design limit was inadvertently applied to the catheter while the tip was being trapped by the severely calcified lesion upon catheter removal against resistance. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported the procedure was to treat two lesions in lad and lcx. First the physician performed atherectomy and deployed a stent on the lad lesion. The lcx was severely tortuous and the lesion was severely calcified. Unsuccessful attempts to cross were made with non-asahi devices. Then the subject microcatheter was advanced and passed the lesion successfully. When trying to remove the microcatheter back through the lesion there was some resistance. The physician considered the resistance was not too severe to remove the microcatheter when its tip became separated. A balloon was delivered to open the lesion and to move the separated tip to an om side branch. The separated tip was stented in the om side branch. The blood flow was good and the procedure was successful with no patient injury.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd. Pathum thani, thailand, registration number: (B)(4). The microcatheter was returned for evaluation. The distal segment of the tip of the returned microcatheter was missing. Microscopic observation revealed that the missing tip segment was approximately 2.5mm long. Strands of the distal shaft were disarranged due to accumulated torsion. The distal end of braids was exposed in the tip breakage end. The edge of the tip breakage end was spread laterally. Circumferential cracks were seen adjacent to the tip breakage end. These findings suggested that the tip was torn off by tensile stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that the shaft strands were disarranged and the catheter tip was damaged by the torsional stress that was inadvertently applied on the catheter while the catheter tip was being trapped by the severely tortuous, calcified lesion. The damaged tip was assumed to be eventually torn off upon catheter removal against resistance. There was no indication of product deficiency. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.